Manufacturer narrative:
H2) correction: this file was incorrectly filed under this registration number, and this follow-up report was generated as a retraction for that mrn 9617604-2025-00120. Please reference mrn 3012307300-2025-03968 for details pertinent to this event.

Manufacturer narrative:
H10 related report numbers: 3012307300-2025-01665-00. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the extension set exhibited leakage at the filter site and caused an interruption of therapy. Medication involved was epoprostenol at 30ng/ml strength and infusion rate at 2.5 ¿ 2.9ml/hr. A new extension set was used and the issue resolved. No patient injury was reported.